Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested and is expected but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. The most likely cause(s) for this type of event include not fully seating the driver in the screw or improper bone preparation. Per product directions for use (dfu-0111), it is important to completely seat the screwdriver to prevent potential screw fracture during insertion and to prepare the screw entrance insertion point using either the tap or dilator. Device history record review revealed nothing relevant to this event. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that there was a thread failure preventing compression in the bone tunnel. The head of the screw broke inside the patient but the surgeon was able to remove this broken fragment. The rest of the partial screw is implanted in the tibia. Follow up investigation 26 september 2017: the surgeon confirmed that the tendon is securely fixed in tunnel only the screwdriver's footprint broke, about 3 mm, and was removed. The remaining 20 mm of the screw was left in the tibial tunnel as a partial implant and was reported to have a good hold.